Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the hemovac blood reinfusion system 3/16 in drain with trocars blood leaked at connection part of the collection bottle and suction tubing, and at connection part of the hemovac and suction tubing according to the customer. The customer used another one. No additional clinical info was received prior to this report.